Event description:
Reported via clinical study. It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2026, at a routine follow up, transesophageal echocardiography (tee) imaging showed a mobile pedunculated thrombus noted on the mitral aspect on the face of the device at 45 degrees. The device showed a complete seal. The patient was on aspirin only and was placed on oral anticoagulant medication (apixiban) in response to the event.